Event description:
The customer reported to olympus that during routine testing, the subject device tested positive for microbial contamination. Information regarding the type and count of germs was not provided by the customer. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, no anomalies were observed. Olympus was further informed by the customer that the device tested negative during the second culture. As part of the investigation into this report, an olympus' endoscopy support specialist was dispatched to the user facility to observe their reprocessing practices and to provide reprocessing in-service and training if necessary. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide information regarding the on-site visit of the olympus endoscopy support specialist (ess). The (ess) went on-site and completed a reprocessing in-service of the gf-uct180 scopes on aug. 3, 2022, and aug. 4, 2022. The ess provided an ultrasound videogastroscope inspection guide and reprocessing poster to the customer. The ess was unable to observe the users' handling of the scopes while on-site, as there were no endoscopic ultrasound (eus) procedures scheduled for those days. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, as no issues were identified during the inspection and evaluation of the returned device, the second set of test results were negative, and the ess was not able to observe the users' handling of the device, a root cause could not be determined. The device's instruction manual "chapter4 operation" describes how to use the subject device, how to wash the corresponding parts in "chapter7 cleaning, disinfection, and sterilization procedures", and how to store the device in "chapter9 storage and disposal". Olympus will continue to monitor field performance for this device.